Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at 12 mm below the annular plane resulting in severe paravalvular leak (pvl). It was reported that the positioning difficulties were due to a heavily calcified native valve. A second valve was implanted valve-in-valve 8 mm higher. A post-implant dilatation was done with a 26 mm loma vista balloon and the pvl improved to mild-to-moderate.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion:the device history record was reviewed; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, it was reported that inaccurate positioning due patient native calcification may have caused or contributed to the paravalvular leak. Inaccurate delivery is often influenced by patient anatomy and user technique. However, an assignable root cause of the low implant depth could not be determined from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.